Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump touch screen was missing pixels. Customer's blood glucose was 275 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.